Event description:
A customer reported at approximately 6am on (B)(6) 2011 when she experienced symptoms of high blood sugar customer's son tried to test her sugar but their adc meter kept reading an unspecified error message. The customer experienced "dizziness, white eyesight, bumping into walls, falling down, vomiting" and subsequently lost consciousness. The customer further reported they eventually obtained a reading of 331mg/dl at 9:31am, she self-treated with 10 units of novolog (told to do so by a doctor) and went to a hospital where she was diagnosed with hyperglycemia and diabetic ketoacidosis and treated with potassium and a long acting insulin. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed. However, upon investigation a raised pin was observed in the strip port. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.